Event description:
Based on additional information received on 23-jun- 2016, this case initially considered as non-serious was upgraded to serious as serious event of injection site osteoarthritis was added with seriousness criteria as hospitalization. This unsolicited device case from france was received on 26-may-2016 from a physician. This case involves a (B)(6) male patient who experienced injection site osteoarthritis, one day after receiving treatment with synvisc. The medical history of the patient included meniscus ablation of right knee in 1998. Also, the patient was suffering from degenerative arthrosis of knee (femoro tibial) diagnosed on (B)(6) 2016 and initially treated with a non-steroidal anti-inflammatory drug. The concomitant medication of the patient included diclofenac sodium/misoprostol (artotec). No concurrent condition was reported. On (B)(6) 2016, puncture had been performed. The same day, at 18:00 hours, the patient initiated treatment with first intra-articular synvisc injection once (indication, dose, batch/ lot number and expiration date: not provided). Root of injection was in the joint of the knee: lateral external. It was reported that synvic was at room temperature and needle used was green. No intensive physical activity was done after the injection. On (B)(6) 2016, at 12:00, an unspecified time frame after an injection of synvisc (it was the first session of injection), the patient presented with an injection site effusion and fever. On (B)(6) 2016 at 13:00 hours, there was increase of the volume of the right knee with increasing pain and fever was 38.5 degree c and functional impotency. A diagnosis of osteoarthritis was reported by the physician it was reported that the patient was hospitalized. On an unknown date, arthroscopy was performed and washing out of the joint was performed and 60 ml of liquid was removed. It was reported that the liquid was sterile and serohematic. The patient received a corrective treatment with diclofenac sodium/misoprostol (artotec) and application of ice but without immediate result. An antibiotherapy nos had been introduced (route and date: not provided). Nevertheless the antibiotherapy was pursued for 15 days. As of (B)(6) 2016, the patient was not recovered. Action taken: stopped temporarily. Outcome: not recovered/not resolved. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required seriousness criteria: hospitalization. (B)(4). Additional information was received on 15-jun-2016. Global ptc number and ptc results were added. Text was amended accordingly. Additional information was received on 23-jun-2016. The case initially considered as non-serious was upgraded to serious as serious event of injection site osteoarthritis was added with seriousness criteria as hospitalization. The event of injection site osteoarthritis was added along with the details. Injection site effusion was captured as the symptom of the event injection site osteoarthritis. Age of the patient was updated from (B)(6). Weight and height of the patient was added. Medical history and concomitant medication was added. The product start date was updated from 2016 to (B)(6) 2016. Information regarding the synvisc injection was added. Laboratory data was added. Clinical course was updated and text was amended accordingly.

Event description:
Based on additional information received on (B)(6) 2016, this case initially considered as non-serious was upgraded to serious as serious event of injection site osteoarthritis was added with seriousness criteria as hospitalization. This unsolicited device case from (B)(6) was received on (B)(6) 2016 from a physician. This case involves a (B)(6) male patient who experienced injection site osteoarthritis, one day after receiving treatment with synvisc. The medical history of the patient included meniscus ablation of right knee in 1998. Also, the patient was suffering from degenerative arthrosis of knee (femoro tibial) diagnosed on (B)(6) 2016 and initially treated with a non-steroidal anti-inflammatory drug. The concomitant medication of the patient included diclofenac sodium/misoprostol (artotec). No concurrent condition was reported. On (B)(6) 2016, puncture had been performed. The same day, at 18:00 hours, the patient initiated treatment with first intra-articular synvisc injection once (indication, dose, batch/ lot number and expiration date: not provided). Root of injection was in the joint of the knee: lateral external. It was reported that synvic was at room temperature and needle used was green. No intensive physical activity was done after the injection. On(B)(6) 2016, at 12:00, an unspecified time frame after an injection of synvisc (it was the first session of injection), the patient presented with an injection site effusion and fever. On (B)(6) 2016 at 13:00 hours, there was increase of the volume of the right knee with increasing pain and fever was 38.5 degree c and functional impotency. A diagnosis of osteoarthritis was reported by the physician it was reported that the patient was hospitalized. On an unknown date, arthroscopy was performed and washing out of the joint was performed and 60 ml of liquid was removed. It was reported that the liquid was sterile and serohematic. The patient received a corrective treatment with diclofenac sodium/misoprostol (artotec) and application of ice but without immediate result. An antibiotherapy nos had been introduced (route and date: not provided). Nevertheless the antibiotherapy was pursued for 15 days. As of (B)(6) 2016, the patient was not recovered. Action taken: stopped temporarily outcome: not recovered/not resolved a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required seriousness criteria: hospitalization french imputability: (B)(4) for both the events. Additional information was received on (B)(6) 2016. Global ptc number and ptc results were added. Text was amended accordingly. Additional information was received on (B)(6) 2016. The case initially considered as non-serious was upgraded to serious as serious event of injection site osteoarthritis was added with seriousness criteria as hospitalization. The event of injection site osteoarthritis was added along with the details. Injection site effusion was captured as the symptom of the event injection site osteoarthritis. Age of the patient was updated from (B)(6)years. Weight and height of the patient was added. Medical history and concomitant medication was added. The product start date was updated from 2016 to (B)(6) 2016. Information regarding the synvisc injection was added. Laboratory data was added. Clinical course was updated and text was amended accordingly. Additional information was received on (B)(6) 2016. Ptc results were updated and text was amended accordingly.